Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose. During follow up, customer's reported blood glucose was 123 mg/dl.